Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system on (B)(6) 2023. Reportedly, the patient presented emergently (at a second hospital) due to right leg pain. It was determined that the leg pain was due to the closure device causing occlusion of the right common femoral. Additionally, there appeared to be a possible type iiib or type ii endoleak. At reintervention completed on (B)(6) 2023, it was determined that the endoleak was a type ia. The physician ballooned the alto main body rings with a merit medical q50-100-x balloon; however, the leak was still persistent. The physician elected to continue follow up with the patient to see if the type ia endoleak resolves on its own.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the right common femoral artery occlusion (due to closure device failure) complaint is unconfirmed. The type ia endoleak (persistent) and additional endovascular procedure complaints are confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. Though a conclusive root cause for the reported type ia endoleak could not be determined it should be noted that the index procedure was reported as off-label. The neck was short and angled and no neck length measured (minimum neck length should be greater than or equal to 7mm). This likely contributed to the type ia endoleak. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.